Manufacturer narrative:
Loose/protruded drive support disk, missing end cap sticker and cracked display window noted during visual inspection. Unable to prime during prime alarm test due to loose/protruded drive support disk.

Event description:
Customer reported that the insulin pump is cracked and the drive support cap is missing. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.